Event description:
Had both knees replaced and had major problems with right knee not straightening and bending, finally my dr said he would only make me worse. Went to 4 other drs and they all said the same, finally found a dr to redo right knee and only in about 6 weeks and results are fabulous. My new dr said they put too large of a replacement in and was installed improperly and knee cap was positioned too low ,too big a spacer and not enough bone removed to allow leg to straighten. Ultimately my leg ended up locking at about 35 degree. I had 2 manipulations done by first dr with results worsening the issue each time. I haven't worked in over a year because of this and my new dr wants to replace left knee also since I'm having pain in that one. FDA safety report ID# (B)(4).